Manufacturer narrative:
(B)(4). Medical product: item#: 405889, comp rvs 2.7mm dia drl; lot#: 917190, item#: 405800, comp. Rev shldr 9 in steinmann; lot#: 956560, item#: 110031399, mini tray std cocr +0 offset; lot#: 64550787, item#: 110031424, cr vivacit-e 36mm brng std; lot#: 64597874, item#: 113650, comp primary stem 10mm std; lot#: 483240, item#: 115310, comp rvrs shldr glnsp std 36mm; lot#: 018180, item#: 180550, comp lk scr 3.5hex 4.75x15 st; lot#: 921640, item#: 180551, comp lk scr 3.5hex 4.75x20 st; lot#: 214480, item#: 180550, comp lk scr 3.5hex 4.75x15 st; lot#: 921700, item#: 180550, comp lk scr 3.5hex 4.75x15 st; lot#: 844780, item#: 010000589, comp rvrs 25mm bsplt ha+adptr; lot#: 865440, item#: 98-0010-000-18, trinity reverse shoulder; lot#: unkknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the item broke during surgery.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h6 visual examination of the provided pictures identified the broken impactor head. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.